Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a combiset bloodline had a small hole in the arterial pump housing segment that allowed air to enter the system during a patient¿s hemodialysis (hd) treatment. It was also reported that the patient experienced blood loss. The machine did not alarm. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information requested but to date has not been obtained.